Manufacturer narrative:
Concomitant: product ID 8596sc, serial# (B)(4), implanted: 2009-(B)(4), product type catheter, product ID 8711, lot# j11492r66, implanted: 2003-(B)(6), product type catheter, product ID 8596, serial# (B)(4), implanted: 2007-(B)(6), product type catheter product ID 8840, serial# unknown, product type programmer, physician product ID 8840, serial# unknown, product type programmer, (B)(4).

Event description:
It was reported that for the past several weeks, the patient had increased spasticity. The dose of the medication was increased on the day of this report and it stated that the 100mg bolus was effective. The caller was unsure if there was any volume discrepancy. There were no alarms. Initially, it was said the programming was done correct. It was said the patient had a urinary tract infection (uti) and had just recently finished a course of antibiotics. An x-ray was done on (B)(6)-2013 and showed no change in catheter tip. A catheter dye study was also done and showed good flow from the side port access. A motor study was done and showed the pump was moving. It was later reported the cause of the event was the uti and that the pump was under-infusing due to a programming issue. There was no injury to the patient. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4)